Event description:
The account alleged, the pt called and said there was water leaking all over her around her upper side and back. The pt said, she had been carrying the pain pump over her shoulder. The account checked the device and found it was leaking through both attachments where they goes into the catheters that go into the pt. The account attempted to tighten the threads but this did not help and the pt chose to have the pump removed as she said, it was leaking too much and she did not feel it was helping her anyway.

Manufacturer narrative:
Investigation is not complete at this time. A follow up report will be submitted when add'l info is available.